Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had recently woken up to blood glucose levels of 30 and 37 mg/dl. The customer stated that these low blood glucose levels occurred over the past two days prior to the call. Customer reported treating the low blood glucose levels with spoons of sugar and soda. During troubleshooting, the customer stated that the insulin pump received a no delivery alarm about one year before the call. Blood glucose level at the time of the call was 66 mg/dl. The customer will not return the device for analysis.